Event description:
A female pt between 20-30+ years old had a negative urine hcg result with hcg combo device sp brand rapid test vs. A positive result on a quantitative serum test. Customer claimed that pt had a negative urine hcg test result. They could not remember the exact time but said it was not a morning sample. Pt claimed to be 3-4 weeks pregnant. Serum was tested on the same day with result of 89miu/ml. Customer stated that at three minute read time the test line was missing; control line was present. At five mins, the test line was visible. The same sample was tested using a different lot (lot number not available) and the result was positive at the three min read time. Final diagnosis is four weeks pregnant, no medication history available.

Manufacturer narrative:
Investigation pending.